Event description:
During a surgical procedure the permanent cautery hook instrument was arcing. The instrument was replaced and the procedure was completed. No pt harm,adverse outcome or injury was reported.